Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer stated she was carrying her insulin pump inside her bra. She put battery off during the night. This morning, she inserted a new energizer battery however, the insulin pump alarmed button error again and had no buttons response. The customer did not provide their blood glucose value at the time of the incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
No button error alarm. Unit received with no button response due to corroded up button keypad trace. Unable to perform functional test due to keypad anomaly. Unit had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked lcd window.